Event description:
It was reported that during a tonsillectomy and adenoidectomy with tonsil coblation, the disposable coblator handpiece malfunctioned and stopped working. Dr had to finish the procedure using electric cautery rather than the coblator. The disposable device malfunctioned and stopped working during case. There were other devices available for the surgeon to use (same type) but she elected to use the cautery pencil to finish the procedure. It is unknown if there was a delay in the procedure. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. According to clinical evaluation, it is unknown if there was delay in the case. Since no harm to this patient has been alleged, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. A review of the device history records could not be conducted as no lot number was provided. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the design and manufacture of the device that may lead to the error include: previous use, which results in a wand that is unable to be turned on. Disconnecting the wand from the controller after power has been turned on. An issue with the concomitant controller or accessory, which were not returned for evaluation. There are no indications to suggest the device did not meet product specifications upon release into distribution

Event description:
It was reported that during a tonsillectomy and adenoidectomy with tonsil coblation, the disposable coblator handpiece malfunctioned and stopped working. Dr had to finish the procedure using electric cautery rather than the coblator. The disposable device malfunctioned and stopped working during case. There were other devices available for the surgeon to use (same type) but she elected to use the cautery pencil to finish the procedure. There was not a delay in the procedure. No further complications reported.